Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v249006, implanted: (B)(6) 2009, product type: lead. Analysis of the lead (l/n v249006) found the lead¿s body conductor was broken and overstressed.

Event description:
The patient's implantable neurostimulator (ins) and lead were returned with no known complaints.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.